Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that he customer had a motor error alarm on her insulin pump during the priming process. Her blood glucose was 225mg/dl at the time of reporting. It was determined that the devices needed to be replaced; however, the call was disconnected before the process could be completed. She called back. The insulin pump was returned was returned. No additional information was reported.